Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 368 mg/dl.